Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during an unspecified step of peritoneal dialysis therapy. The patient was connected. The patient cleared the alarm then proceeded to restart therapy using the existing supplies. The patient then received an additional system error 2240 while being connected to the patient line of the cassette. During troubleshooting nothing was found that could have caused or contributed to the reported condition. The technical service representative explained proper procedures and advised the patient to contact their nurse in regards to completing therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error, where the patient reused single use, disposable products. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.